Event description:
The manufacturer received information alleging a ventilator's internal battery was not working and was alarming. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's internal battery not working and alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The internal battery and power management board were replaced to address the issue.